Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test during preventive maintenance testing. There was no patient involvement. No additional information is available.